Event description:
Discoloration observed on pins used in disposable skin tensioner. To date no serious injury has been reported.

Manufacturer narrative:
Add'l model numbers: (B)(4). Discoloration due to insufficient cleaning of stainless steel pins during passivation process. There have been no adverse event associated with this issue. Users notification initiated 8 oct 2013. Correction 3006515340-10/17/13-001c, reported to (B)(4) field office (B)(4) 2013.